Manufacturer narrative:
On 3-feb-2023, additional information was received indicating the catheters used during the procedure was stsf d/f catheter, d lasso catheter, carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, decanav f curve catheter, 10fr siemens soundstar catheter. The insertion tube was used to introduce the catheters into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Damage was not noticed in the hemostatic valve after or during catheter or dilator used. A needle was not used through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the needle was used through an abbott sl0. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken and sucking in air. Surgery was not delayed due to the reported event. The procedure was successfully completed. No fragments generated. No patient consequences. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Microscopic analysis confirmed the rupture in the star area. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 25-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the date of event was not provided. Date of event has been populated with (B)(6)2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken and sucking in air. Surgery was not delayed due to the reported event. The procedure was successfully completed. No fragments generated. No patient consequences. Additional information received indicated the hemostatic valve did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. Air did not enter the patient¿s body. No blood return was observed.